Event description:
It was reported that a dependent patient presented to the hospital due to dizziness and light-headedness. The atrial lead exhibited low impedance and a sensing anomaly. Lead imaging revealed possible clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found clavicular crush damage to the insulation at 19.8 cm to 22.4 cm from the connector pin. The outer insulation, outer coil, inner insulation, and inner coil were damaged at the same location. The damage found most likely contributed to the reported electrical anomalies.